Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system gave misidentifications on the gram positive and gram negative panel. The client carried out manual methodology and obtained other identifications. There was no reported patient impact.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system gave misidentifications on the gram positive and gram negative panel. The client carried out manual methodology and obtained other identifications. There was no reported patient impact.

Manufacturer narrative:
Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported inconsistencies in some identifications for gram positive and gram-negative isolates. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse determined the light source board needed to be replaced. The board was ordered and then installed into the instrument. The fse replaced the board and tested the instrument. The instrument was returned to the customer in working order. The root cause of the failure is not known. This is a confirmed failure of a bd part. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed (B)(4) related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."